Manufacturer narrative:
.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate anti-tachycardia pacing and high voltage. The sinus rhythm appears to be driven with rapid ventricular response. Reprogramming was recommended. The device remains implanted.